Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the cgm reading went from 370 mg/dl to 85 mg/dl. Because the cgm value dropped quickly, the patient treated herself with an unspecified glucose pill. There were no symptoms reported. The patient tried to calibrate on her app, but the cgm value remained inaccurate (no value provided). The patient drove herself to the emergency department. There, the bg was 288 mg/dl and the patient was treated with an unspecified fast release medication. The patient stabilized after treatment. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.